Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the pump could not be charged properly, however, the customer reported that the issue resolved. There was no reported impact to the customer¿s blood glucose. No additional patient or event information was provided.